Event description:
This is filed to report a single leaflet device attachment (slda), causing chordal rupture, and requiring intervention. It was reported that on an unknown date, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with grade of 4+. The patient presented with a prolapsed posterior leaflet with pre-existing chordal rupture on the posterior leaflet. Two clips were implanted with no reported issue, reducing mr to grade 1. On an unknown date, echocardiography was performed and showed one of the implanted clips had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 4+. It was noted that chordae ruptured and the prolapse returned. On (B)(6) 2023, second mitraclip procedure was performed to stabilize the slda. One clip was successfully implanted between the two previously implanted clips, reducing mr to a grade of 2. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) and similar incident reviews were not performed because no lot information was provided. Based on available information, the cause of the reported slda and tissue injury were unable to be determined. The reported recurrent mr was a cascading event of the reported slda. The reported patient effects of mitral regurgitation and tissue injury, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. D6a - implant date is estimated.